Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2012. According to the complainant, after advancing the resolution clip device to the target tissue of the bowel wall, the clip assembly was locked and deployed, but it failed to release from the delivery catheter. The physician attempted to separate the clip by manipulating the device and moving the scope from side to side, but these attempts were unsuccessful. At this time, the physician pulled the clip from the mucosa and withdrew the device from the patient. Reportedly, "the polypectomy site which was being clipped did not appear to bleed very much" after the device with attached clip assembly was withdrawn from the patient. The physician observed the site for several minutes, and then decided that no further treatment would be required as "the length of time that the clip was in situ seemed to have" sufficiently resolved the bleed. The patient's condition at the conclusion of the procedure was reported as being stable. No patient complications and no adverse effects resulted from this event. In addition, the patient was discharged the same day without incident.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy with polypectomy procedure performed on (B)(6) 2012. According to the complainant, after advancing the resolution clip device to the target tissue of the bowel wall, the clip assembly was locked and deployed, but it failed to release from the delivery catheter. The physician attempted to separate the clip by manipulating the device and moving the scope from side to side, but these attempts were unsuccessful. At this time, the physician pulled the clip from the mucosa and withdrew the device from the patient. Reportedly, 'the polypectomy site which was being clipped did not appear to bleed very much' after the device with attached clip assembly was withdrawn from the patient. The physician observed the site for several minutes, and then decided that no further treatment would be required as 'the length of time that the clip was in situ seemed to have' sufficiently resolved the bleed. The patient's condition at the conclusion of the procedure was reported as being stable. No patient complications and no adverse effects resulted from this event. In addition, the patient was discharged the same day without incident.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination found that the device returned with the clip assembly mashed onto the bushing. Subsequently, the clip assembly could not be deployed and the prongs, which were locked into the clip assembly, could not be opened or closed. Additionally, the oversheath was stretched and accordianed. The condition of the returned incident device was consistent with the complaint that the clip assembly failed to release from the delivery catheter. The evaluation found that the clip assembly was mashed onto the bushing which prevented its separation from the delivery catheter. This event may have occurred due to anatomical/procedural factors which limited the device performance, therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.